Event description:
On (B)(6) 2013, at (B)(6) medical center, (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the customer stated that they received a "battery 2 needs service" message. There is no patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).